Manufacturer narrative:
Initial report. As reported, during an abdominal aortogram, part of a micropuncture transitionless stiffened cannula access set separated in the patient. All parts were successfully retrieved. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable. Investigation evaluation. Reviews of the complaint history, device history record, manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one mpis device was returned used and damaged (mpis-401-10.0-sc-nt-sst). The hub was separated, there was sheath material in the hub suggesting shaft separation. The sheath also had a section of stretching and damage at 5.1cm from the proximal end. There was no damage noted to the tip. No other issues were noted. Additionally, a document-based investigation evaluation was performed. The evidence indicates the product was made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, specifications, and quality control procedures were conducted, and no gaps were discovered. With current limited information a definitive conclusion could not be drawn. The supplier reviewed the manufacturing records and concluded that there were not any documented anomalies or non-conformances regarding the manufacturing process for the identified lots. In addition, there were no other lot related complaints received from the field. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation = non-healthcare professional- supply coordinator. PMA/510(k) number = k171275. Device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an abdominal aortogram, part of a micropuncture transitionless stiffened cannula access set separated in the patient. All parts were successfully retrieved. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.